Event description:
The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified, anxiety product/procedure: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observation: observed, creases on the device. Observed, opening on the device white calcification in the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.